Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele, enterocele, uterine prolapse, urgency, frequency, urge incontinence, pelvic pressure and pain, mild dyspareunia. It was reported that the patient had the concurrent procedures of anterior colporrhaphy, anterior colpopexy, uterocolpopexy using mesh, posterior colporrhaphy with enterocele repair, reconstruction of posterior vaginal cuff, reconstruction of perineal body, cystoscopy, suprapubic tube insertion, hysteroscopy and dilation and curettage performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, dyspareunia, and other. (B)(4) -urinary problems; dyspareunia.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.